Event description:
Reporter stated that patient was found "in a diabetic coma." Reporter phoned emergency medical services and upon their arrival, patent's blood glucose measured 17 mg/dl (on paramedics' blood glucose monitor). Patient's blood glucose was also measured, on the suspect device, with a result of 86 mg/dl. Reporter noted that patient had not tested, using the suspect device, prior to losing consciousness. Reporter stated that patient was treated, by paramedics, with glucose (administration route not provided) and was subsequently transported to the hospital for additional treatment. At the time of the report, patient remained hospitalized, and was described as "alert." Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.